Manufacturer narrative:
(B)(4). Unit received with operating currents within specification. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error 25 alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at j6 connector. Unit also alarmed power loss, low battery and replace battery now alarms due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that they had a power error detected error alarm on the insulin pump. The customer¿s blood glucose level was 318 mg/dl at the time of incident. The customer stated that they changed the battery and had power error detected alarm. The customer received a low battery alert prior to the replace battery now alarm. The customer advised that the pump needs to be replaced. The customer advised to continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.